Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range right atrial (ra) lead impedance measurements, oversensing of myopotential noise, and loss of capture (loc). The crt-p was reprogrammed and remains implanted. Surgical intervention was later performed and the ra lead was explanted and replaced. The device remains in service. The patient is not pacemaker dependent and there was good bi-ventricular pacing. No adverse patient effects were reported.